Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm. Customer¿s blood glucose level was 125 mg/dl at the time of incident. Customer state that the insulin pump was not exposed to altitude. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan the insulin pump will be returned for analysis.